Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a revision procedure for the right ventricular (rv) lead, this right atrial (ra) lead dislodged. During the revision, this lead was successfully repositioned. This lead remains in service. No additional adverse patient effects were reported.